Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope could not to be restarted. This occurred during a colonoscopy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.